Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that something was wrong with their ins or equipment. No patient symptoms were reported. No further patient complications have been reported as a result of this event.